Event description:
It was reported that during central processing procedure, the fenestrated bipolar forceps instrument side of the tip is broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: one side of the tip was visibly broken off from the instrument. A portion of the tip was detached, but the instrument was identified as damaged prior to use and was not introduced into the patient during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip tip. Broken piece was not returned with the instrument. Components adjacent to this broken grip do not show damage. The complaint regarding one side of the tip is broken was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.